Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the customer was hospitalized for low blood glucose of 20 mg/dl range on (B)(6) 2012. Customer stated she was unconscious and her husband called paramedics who took her to the emergency room. Customer didn't recall her exact amount of low blood glucose. Customer declined troubleshooting and is not returning the insulin pump for analysis.